Event description:
The hoist was positioned above the pt who had a sling placed around her and ready for lifting. The hoist was lowered into position. After a couple of the loops had been attached to the spreader bar, it was lowered further to enable the remaining sling loops to be attached to the hanger bar. Whilst lowering the second time, the hoist dropped slightly and the carer steadied the unit, but in doing so, the hook handle become detached from the carriage located in the track. The transfer handle struck the resident but no injuries were sustained. Reference MFR report # 9681684-2013-00068.